Manufacturer narrative:
Date sent to the FDA: 11/8/2021.

Manufacturer narrative:
Date sent to the FDA: 12/09/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted he lysed omental adhesions. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted extensive lysis of adhesions for more than 75 minutes. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in a separate file. No additional information was provided.